Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed as the alarm was not observed in the log files or reproduced during testing of the returned controller (serial number: (B)(6) ). The submitted event log file contained approximately 14 days of data ((B)(6)2019 ¿ (B)(6)2020 per the timestamp). The submitted periodic log file contained approximately (B)(4) days of data ((B)(6)2019 ¿(B)(6)2020 per the timestamp). The data in the log files did not indicate any issues with the system controller. The driveline was disconnected at 15:04:58 on(B)(6)2020 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook (doc #10002833, rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #10002833, rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (doc #10002833, rev. G) section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) (doc #10002833, rev. G) section 2 ¿system operations¿ explain how to exchange the system controller. Heartmate iii patient handbook (doc #10002833, rev. G) and heartmate iii instructions for use (IFU) (doc #10002833, rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller fault advisory alarm. Before this alarm they experienced several implantable cardioverter-defibrillator (ICD) shocks. The system controller was exchanged.